Event description:
It was reported that this right ventricular (rv) lead showed noise over sensing, leading to pacing inhibition that was noted on telemetry. There was a lead safety switch some months before. The noise could be reproduced with isometrics and arm movement. The rv lead was surgically abandoned, and a new rv lead was implanted. No additional adverse patient effects were reported.